Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio meter was reading inaccurately high, compared to another meter (onetouch ultra), and also that the meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, further information obtained from (B)(4), and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient was unable and/or unwilling to confirm when the meter issue began, or give any exact readings obtained form either the subject meter or the other device. He claimed that he took extra insulin in response to the alleged inaccurately high readings and later visited the emergency room as a result of the issue. The patient reported that he ¿nearly died twice¿ and required treatment by a health care professional (hcp). The patient was unable to provide further information. The patient was unable and/or unwilling to attempt any troubleshooting of the issue with csr. The products were replaced and requested back for evaluation. This complaint is being reported as the patient alleged that due to the meter issue he required medical treatment that may have been for a serious reportable adverse event after the alleged meter issue began.